Event description:
Hi, my husband and I are expecting our very first baby. I am at week (B)(6) of my pregnancy. On facebook I came across a product which was advertised through a u.s based company. The product is basically promoting the use of this device to release stress. I checked the company site and read the review of the people who have used this device. Similar product is also available on (B)(6). With all this, I convinced myself that the use will be helpful to me (since my sister recently had a miscarriage). I purchased the unit and used as instructed. First I was not able to defect the baby's heartbeat. After like 20 mins, I could get the reading. The problem was the day after using the device, I started feeling severe cramp like pain in my stomach. This happened couple of times. The day after I tried the device so desperately for almost one hour and could not spot any heartbeat. It has been the most horrible feeling that I have ever experience. Then I started reading on the internet and I found that FDA has warned against the use of that and potential harm to baby. I felt devastated and blamed myself for harming my baby. The day after we went to emergency - our ob checked and informed that luckily the baby is ok, however, she advised us against the use of the device. As a customer when we / I come across a product which is so readily available and even has the claim of dr recommendation on the package. How could I even suspect that the device is harmful. When the product is sold and shipped easily from a company in USA and I can receive it in 2-3 days. My husband is an attorney in law and we sent a letter to company address listed on the website. Explaining the situation and asking for response. We did not hear anything back after 2 months. I feel obliged to care for other ladies not to enter such a horror. Here is FDA link of the product. Here is the link of the company we purchased the product (B)(6). Here is same products available through other retailers: (B)(6).